Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the device was received for analysis. The device had a kink approximately 12 mm from the distal tip in the neutral position. The kink was located on the proximal side of ring 1. Ring 1 seals were compromised and there was dried body fluid on the tip, distal shaft, and ring 1. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter passed the right curve test, however, the device had a kink at the distal section at 12 mm from the tip. The tip did not curve to the left. The distal section was dissected. The kevlar wrap was displaced and the center support was bent. Both of the steering wires were detached; there was evidence of solder on both the center support and the detached steering wires. One of the detached steering wire had retracted under the kevlar wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 23jun2017. It was reported that a broken steering mechanism occurred. During an atrial flutter (afl) ablation procedure in the right atrium, an intellatip mifi xp ablation catheter was selected for use. A snapping sound was heard from the catheter when the physician tried to bend the catheter; the steering wire broke. Since the physician was unable to bend the catheter, the procedure was completed using another of the same device. There were no patient complications. Device analysis revealed that ring 1 seals were compromised.